Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on "(B)(6) 2016. 9:44am." The reporter claimed that the patient obtained alleged inaccurate erratic blood glucose results of "352 and 92mg/dl" on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference exceeds lfs's criteria for precision. It is unknown how the patient manages his diabetes and if made any change to his usual diabetes management routine as a result of the alleged product issue. The reporter claimed the patient was experiencing a "headache" prior to the alleged product issue. The reporter denied that the patient received any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and carried out the correct testing steps. The sample was obtained from an approved site. The patient's test strips were correctly stored and within their expiry date and the test strip vial was neither cracked nor broken. The patient was unable/unwilling to answer if the control solution test was within range. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.